Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured and sterile heparin saline leaked during device preparation. The procedure was completed using another mynx device. There was no reported patient injury. The device was prepared and stored according to the instructions for use, and no damage was observed on the device or device packaging prior to opening the package. The user was trained in the use of the device. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured and sterile heparin saline leaked during device preparation. The procedure was completed using another mynx device. There was no reported patient injury. The device was prepared and stored according to the instructions for use (IFU), and no damage was observed on the device or device packaging prior to opening the package. The user was trained in the use of the device. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon presented a tear on the balloon surface, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt to perform an inflation/deflation analysis was performed; however, it could not be completed due to a tear observed on the balloon of the returned unit. A high-magnification microscopic evaluation was executed to evaluate the balloon surface. During this analysis, the presence of a radial tear located on the mid portion of the balloon body was observed. The exact cause of the balloon radial tear located on the mid portion of the balloon body could not be determined based on the available evidence. However, this conclusion is consistent with cases where the observed damage may result from handling, procedural, or other non-manufacturing related factors. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the radial tear found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.